Event description:
It was reported that the swan ganz catheter was tested before use, and would not deflate. Multiple attempts to obtain additional information have been made of the hospital with no success. There was no report of patient complications.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. If any additional information is obtained a supplemental report will be forthcoming. (B)(4).